Event description:
It was reported to medtronic neurosurgery that the catheter was occluded.

Manufacturer narrative:
The valve was patent and passed siphon testing. However, it did not meet the requirements for reflux and leak testing due to a tear in the top of the delta chamber. A tear was also found in the top of the reservoir dome. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. Although the item was explanted, the complaint does not allege malfunction or deficiency in this device. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.